Event description:
It was reported to medtronic minimed that the customer noticed a loss of communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on samsung galaxy s24 (android 16) with mmt1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Upon reviewing the logs, it was identified that the customer is using an untested software version. It is recommended that the customer update to a whitelisted software version to ensure proper functionality. Issue confirmed. Helpline informed team that issue was resolved from customer side after following the below steps: pt was asked to remove all medtronic apps. Pt was asked to reset network settings wifi, bluetooth, network. Pt was asked to reset app preferences. (Pt was advised beforehand on the potential implications of performing this action). Pt was asked to restart phone. Pt was asked to turn off/on bluetooth. Pt was asked to check android system update up to date. Pt was asked to check android security update up to date android 16 1ui. Pt was asked to check google play services up to date. Pt was asked to check android security patch level 10/31/2025 android 16. Pt was instructed to reinstall mmm app. Pt was asked to pair pump to phone. Error message received pairing failed. Pt successfully uploaded diagnostic log. Pt was asked to reboot pump. Pt was asked to pair pump to phone. Pairing successful. Pt successfully uploaded diagnostic log. Pt was asked to sync to carelink and upload now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.